Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code combination required in retrieving the device history records for reviewing and searching the complaint database by lot code was not supplied. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient info. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address femoral loosening.